Event description:
Physician put multifire gia on lung tissue to resect a blew from right upper lobe. Would not detatch from lung tissue. When instrument became stuck, physician had to open pt. Chest.